Manufacturer narrative:
(B)(4). This report is for an unk - screws: spine/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent for the open reduction internal fixation surgery for the femoral shaft fracture. During the surgery, when the clamp was used for intraoperative reduction, the surgeon tried to insert the k-wire through the clamp for temporary fixation, but it could not pass through the clamp and the k-wire stuck inside the clamp. Also, the k-wire could not be removed. The surgery was completed successfully within 30-minutes delay. The patient outcome was stable. Concomitant device reported: unk - impaction inst: hammer/mallet: (part# unknown; lot# unknown; quantity: unknown). Unk - powered drivers/handpieces: (part# unknown; lot# unknown; quantity: unknown). This complaint involves two (2) devices. This report is for (1) unk - guide/compression/k-wires. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: the product was returned to us customer quality (cq) for evaluation. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that unk - guide/compression/k-wires was stuck inside the collinear reduction clamp. No other issues were identified. The dimensional inspection was not performed unk - guide/compression/k-wires since the product code is unknown. The functional test was performed when the k wire was attempted to pull it outside the collinear reduction clamp it¿s still stuck and unable to pull it out. The alleged unable to assemble/unable to disassemble condition can be confirmed since it failed the functional test. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for unk - guide/compression/k-wires. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.